Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. The option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, the customer contact reported that solution leaked from the tubing of the clave secondary port on the cassette of the tubing set. It was reported that "the tubing is torn to the cassette". The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.